Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurse was unable to login to the machine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one user unable to sign in to the machine. A technical support specialist (tss) checking the user identifier from the server and was found that the account was active. However, upon reviewing the medapplication log from the station, it was determined that the user account was locked in active directory (ad). Tss advising user to reach out to the information technology team, as only had access to the ad system. The account needed to be unlocked from the ad site and customer confirmed that the user was able to log in to the station. The system functioned as intended after technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurse was unable to login to the machine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.